Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: visual inspection of the pump found that there was no damage to the pump. The returned battery cap was not able to be secured to the pump. The battery cap threads were found to be worn and the battery cap made a ¿crunching¿ noise when attempting to secure to the pump. The battery cap contacts were measured and the height of the contacts was out of specification. A test battery cap was used to complete the pump investigation. With the test battery cap, the cap secured to the pump and the pump was able to successfully power on.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the battery cap was unable to be removed from the pump. During troubleshooting customer technical support walked the reporter through removing the cap but the cap remained unremoved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.